Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the ER and upon interrogation, the device was found to be at eol. Previous follow-up showed one year of battery life remaining. Device was explanted and replaced. Patient condition was stable after the procedure.

Manufacturer narrative:
The reported field event of a short eri to eos margin was confirmed in the laboratory and was caused by premature battery depletion. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.